Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was not impacted by the event. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.